Event description:
The pt was admitted for a procedure in 2008 with a lesion in the internal carotid artery. It was noted that there was thrombus present at the delivery site. A 5mm angioguard was delivered and a precise stent was successfully placed in the right internal carotid artery. Good wall apposition between the angioguard and the vessel was noted. After post-dilation, with an unk product, the pt had paralysis. The physician thinks that the filter basket could not capture the debris completely, which caused the pt's symptom. The pt was sent to rehabilitation and recovered.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.